Event description:
Customer reported a delivery issue with his replacement meter and test strips. Customer was using expired test strips and contacted adc customer services prior to this issue. Customer reported experiencing symptoms of blurred vision and went to see his doctor who diagnosed customer with severe hyperglycemia and treated him with some unknown pills for his diabetes. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is the final report. The reported event relates to product delivery issue. There was no report of death or mistreatment associated with this event.